Event description:
The patient attended the emergency department as they were nonresponsive. It was reported that the right atrial (ra) lead appeared to be under sensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (af) event(s) at times. The right ventricular (rv) lead appeared to be possibly over sensing. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).